Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effects of anemia, death, thrombosis, hematoma, hemorrhage, pseudoaneurysm are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A conclusive cause for the reported patient effect of stroke, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. The groin tissue tract was deep and adipose tissue was present. Reportedly, after proglide deployment without difficulty, bleeding was observed at the puncture site. A hematoma and pseudoaneurysm occurred. Manual arterial compression was applied to achieve hemostasis. The decision was made not to perform any surgery and the patient was discharged. Ten days after the procedure, the patient returned to the hospital. The hematoma had migrated to knee level after a kinesitherapy procedure. Lactic acid rate was high. Red blood cells were decreased. Two units of blood were transfused. On (B)(6) 2017, the patient died from stroke due to a thrombosis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.